Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had ring in reservoir which is broken and experienced high blood glucose level. The customer¿s blood glucose level was 239 mg/dl. The customer was assisted with troubleshooting. Customer states transparent ring in reservoir compartment to lock the reservoir has two pieces missing. Customer states the pump has cosmetic damage. Customer states the damage to the pump was not caused by a vehicular accident. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. The customer stated that ring in reservoir is broken and it locks in place then inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, keypad overlay texture damage, stained serial number label, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.